Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. Upon conclusion of the investigation, the cause of this issue was determined to be one or more cycle advances to the next fill when a slow / no flow occurred, above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 23:30:11. During night drain cycle three, the patient's ultrafiltration reading was 1212ml, indicating the home patient drained 1212ml more than their maximum programmed fill volume of 2000ml. No additional information is available.